Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion and brown particles. A leak test was performed and found openings on the radius side. A microscopic analysis was performed which identified a smooth crease opening on the radius side. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on radius due to a fold flaw opening.

Event description:
Patient reported right side "popped". Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 02/02/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "popped." Healthcare professional reported a right side deflation. The patient also stated that "they have experience kidney failure since the implant popped." A doctor has not confirmed the events with allergan. The device has been explanted.